Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on 13 aug 2021 wherein one of the leads was explanted and replaced and the other lead was repositioned back into place. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03093. It was reported that the patient experienced ineffective stimulation. Imaging revealed that both of the patient's leads had migrated down. As a result, surgical intervention may take place at a later date to address the issue.